Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent an elective ipg replacement surgery on (B)(6) 2017. During the procedure, intraoperative testing revealed high impedances on multiple contacts. The physician then decided to unplug one tail of the lead from the ipg and implant a new lead. The patient received effective stimulation following the procedure.